Event description:
It was reported that during a hemorrhoidopexy procedure, there was a partial cut and staple line formation. Conventional suturing was performed to complete the procedure. The procedure was prolonged 90 minutes. The patient underwent a second procedure on the same day. The patient was sent to the ICU post second procedure. Hemoglobin level was 5.1 and patient required four units of blood. The patient was hospitalized for 10 days. The has been discharged home, but still has complaints of pain.

Event description:
Additional information provided by the president and unit head of the hospital, stating due to the malfunctioning of the firing mechanism the patient had mucosal tears resulting in massive hemorrhage.

Manufacturer narrative:
(B)(4). The device was not returned. Ethicon endo-surgery has initiated a voluntary global recall for specific device and lot number reported in this event in august 2012. The hospital did received notification of the recall. An investigation is ongoing to determine why recall procedure was used in this procedure.

Manufacturer narrative:
(B)(4). Additional information: received formal notice from patient's counsel which indicates patient was confined to a bed for almost one month post surgery and currently has difficulty sitting for more than "20 - 25 minutes at a stretch." The notice further states patient has to lie down for 1 - 1/12 hours after every 20 - 25 minutes.